Event description:
It is reported that the doctor had difficulty with seating the trabecular metal reverse glenosphere on the base plate.

Manufacturer narrative:
Eval summary: glenosphere not seating properly on baseplate may be caused by soft tissue or bone trapped around baseplate taper during glenosphere insertion, insufficient bone clearance around baseplate, or interference with retractors. Straight-on exposure of glenoid necessary for proper reaming and insertion. Use of base plate reamer 2 needed to remove bone around baseplate to avoid impingement with glenosphere. Eval: no product or x-rays was returned for eval. Device history records indicate MFR to specification.